Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, the balloon ruptured. The device was removed without any problem using the normal method and the procedure was completed with a different device. There was no patient complications and the patient was in good condition after the procedure.